Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not delivering insulin properly. Customer's blood glucose (bg) was 383mg/dl. To address bg, customer administered a manual injection. Pump system check with tandem technical support (cts) found the pump to be functioning properly, however, customer maintained that there was an issue with the pump. Reportedly the customer continued to use the pump for insulin therapy.